Event description:
Procedure: lower anterior resection reportedly, the surgeon fired the stapler and stated that it misfired. The surgeon had to resect tissue and stapler was fired again. According to the report the doctor did not necessarily see this event as attributable to the device and did not consider this event serious in nature.